Event description:
It was reported that the pt experienced a formation of scar tissue around the extension. The scar tissue caused pain and problems with muscle function. The hcp had attempted to fix the scar tissue three times, and the pt had another appointment to see the hcp. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).